Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-35 x 2 leads implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that several atrial high rate episode were observed on the remote transmission, and there was undersensing during the patient's atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.